Event description:
It has been reported that a revision surgery was performed, due to loosening of the femoral component. The patient had fallen. The type of femoral component was changed from a cr to a ps. No additional information is available at this time, including associated part and lot numbers.

Manufacturer narrative:
Na